Manufacturer narrative:
Diagnostic/functional testing was performed at the philips authorized repair facility. The bench repair technician (brt) could not reproduce the issue. Philips was unable to replicate the reported problem. The reported problem was not confirmed. The device was confirmed to be operating per specifications and no failure was identified. The device was returned to the customer. D4 correction to device identifier.

Event description:
It was reported that the device is not alarming. The device was in use on a patient at the time of the event. There was no adverse event reported.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.